Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The consumer reported that the patient¿s ins charge didn¿t last very long, maybe 24 hours at most. The consumer reported that the patient changed her settings a few months back and then stated they spoke with a manufacturer¿s representative (rep) who suggested the patient change her settings. When asked if there was an issue with the therapy prompting the change in settings the consumer stated ¿no, I forgot what the deal was.¿ the consumer reported that the patient charged their ins to 100% full and that the patient had the ins on 24/7. The consumer was not with the patient at the time of the call and wasn't sure of an event date. The consumer reported "I think 2-3 days ago." No further complications were reported.